Event description:
Reportedly on (B)(6) 2011 follow-up, the physician observed - an inappropriate shock was delivered on (B)(6) 2011 because high frequency noise was sensed by the device; - upon previous follow-up file (dated (B)(6) 2011) review, shorts bursts of 8 hz frequency noise were visible in recorded episodes.

Manufacturer narrative:
On (B)(6) 2011: this event concerns a device that was manufactured and used outside the united states. Analysis is pending.